Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited insufficient air flow due to failure of the pressure reducing valve. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the failure of the pressure reducing valve caused the insufficient air flow. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.